Event description:
A pt's nurse contacted zoll customer support to report that the patient's battery charger/modem was saying "charger problem." The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board, bedside board and ca board. The root cause for the contamination was unable to be positively determined, but likely ingress of an unk liquid. No adverse event resulted from the defective charger/modem. The pt received a replacement battery charger/modem.